Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was connected to a drain. The reservoir functioned properly upon first activation. On the same day in the ward, the reservoir did not suction and would not inflate. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were no obvious visual problems with the returned sample. The reservoir was connected to tubing and it was activated to check the suction. The reservoir¿s fluid flowed well and it worked as expected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.